Manufacturer narrative:
Qn#(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review for lot number mn2301498 manta 14f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Based on the information submitted, following an impella explant for a protected pci, a 14f manta was deployed for closure to the measured depth of 4cm + 1cm. The manta successfully achieved immediate hemostasis, and doppler indicated distal pulses. Ten days post-procedure, the patient presented in the surgeon's office complaining of leg pain. The surgeon determined the patient had an ischemic leg and was sent for surgery. During the surgical intervention, the surgeon confirmed the manta device was obstructing flow. The manta device was explanted, and the patient outcome post-procedure was fine. Numerous causes for intraarterial deployment have been established. However, due to insufficient information regarding positioning of the access, initial and deployment procedures, patient conditions and environment, the position of manta seen during surgical intervention, and no device or angiograms submitted for investigative purposes, the exact cause for this intraarterial deployment remains undeterminable. The manta instructions for use lists potential adverse events related to the deployment of vascular closure d evices including ischemia of the leg or stenosis of the femoral artery and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. There appears to be no product quality issue with respect to manufacturing, documentation, or labeling. The der process will continue to monitor and investigate any similar events.

Event description:
It was reported that: 14 french manta was used as per IFU on percutaneous ventricular assist device pvad explant patient, 14 french depth locator measured 4 1/2, manta vascular closure device was deployed at 5 1/2 with instant hemostasis, distal pulses on doppler. This was on (B)(6) 2023. On (B)(6) 2023, dr. Informed rep that the patient had an ischemic leg post the manta closure device and the patient was sent to surgery where the surgeon confirmed that the manta closure device was obstructing flow. Surgical cut down was done to the site to remove the manta. The patient is doing fine post-surgery.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: 14 french manta was used as per IFU on percutaneous ventricular assist device pvad explant patient, 14 french depth locator measured 4 1/2, manta vascular closure device was deployed at 5 1/2 with instant hemostasis, distal pulses on doppler. This was on (B)(6) 2023. On september 15, 2023, dr. Informed rep that the patient had an ischemic leg post the manta closure device and the patient was sent to surgery where the surgeon confirmed that the manta closure device was obstructing flow. Surgical cut down was done to the site to remove the manta. The patient is doing fine post-surgery.